Manufacturer narrative:
Reported event was confirmed by review of medical records stating patient was revised due to instability. Indications noted that the patient has tremendous acetabular bone loss from a previous failed total hip replacement. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 11198. Limited information was provided.

Event description:
It was reported that patient underwent a revision surgery approximately 9 years post implantation and a second revision surgery approximately 1 year after that. Patient was noted to have recurring instability and multiple dislocations resulting in a third revision approximately 2 weeks later. During this surgery, the head and liner components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.